Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/ pain"), uterine haemorrhage ("constant uterine bleeding"), genital haemorrhage ("bleeding/ constant hemorrhaging"), back pain ("back pain") and pain in extremity ("leg pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2006, c-section in 2008, miscarriage, abortion, parity 2 (date of births: (B)(6) 2006, (B)(6) 2008) and multi gravida. Concomitant products included oral contraceptive nos and vicodin since 2004. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/ pain lower abdomen bilateral sides (pain)"). In 2012, the patient experienced back pain (seriousness criterion medically significant) and pain in extremity (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("growth of fibroids"), uterine scar ("excessive scar tissue in uterus"), allergy to metals ("allergic to nickel (hypersensitivity reaction to nickel)"), anxiety ("mental anguish and suffering/ anxiety"), depression ("depression"), nerve injury ("permanent nerve damage in lower back") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with ibuprofen (motrin), citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), mirtazapine (remeron), venlafaxine (effexor), bupropion (wellbutrin), surgery (hysterectomy), alternative therapy (hormone therapy, removed 1 fibroid), surgery (lumbar diskectomy), surgery (lumbar diskectomy) and surgery (fibroids removed). Essure was removed in (B)(6) 2013. In 2013, the abdominal pain had resolved. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, uterine leiomyoma and abdominal pain lower had resolved, the uterine scar, anxiety and depression had not resolved and the allergy to metals, nerve injury and intervertebral disc degeneration outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, genital haemorrhage, intervertebral disc degeneration, nerve injury, pain in extremity, pelvic pain, uterine haemorrhage, uterine leiomyoma and uterine scar to be related to essure. The reporter commented: plaintiff was advised of any complications or problems that occurred at the time of her essure placement procedure, that the physician had trouble getting left coil in place. Plaintiff did claim that she was allergic to nickel or any other component of essure and claimed that her use of essure caused or aggravated any psychiatric and/or psychological conditions (depression/anxiety). She did not retain the essure or any portion of it and did not know the current location of her essure device. She was recommended or suggested by her physician that total hysterectomy with salpingectomy was necessary in 2014. Diagnostic results: she underwent ultrasound at about 3 months from procedure and told by her physician that everything looked good. Approximate weight at the time of essure placement was 170 (unit unspecified). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/ pain"), uterine haemorrhage ("constant uterine bleeding"), genital haemorrhage ("bleeding/ constant hemorrhaging"), back pain ("back pain") and pain in extremity ("leg pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble getting left coil in place". The patient's past medical history included c-section in 2006, c-section in 2008, miscarriage, abortion, parity 2 (date of births: (B)(6) 2006, (B)(6) 2008) and multi gravida. Concomitant products included oral contraceptive nos and vicodin since 2004. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping/ pain lower abdomen bilateral sides (pain)"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2012, the patient experienced back pain (seriousness criterion medically significant) and pain in extremity (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced uterine leiomyoma ("growth of fibroids"). In 2014, the patient experienced uterine scar ("excessive scar tissue in uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic to nickel (hypersensitivity reaction to nickel)"), anxiety ("mental anguish and suffering/ anxiety"), depression ("depression"), nerve injury ("permanent nerve damage in lower back"), intervertebral disc degeneration ("degenerative disc disease"), dysmenorrhoea ("painful menstruation"), menstrual disorder ("abnormal menstrual period") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). The patient was treated with ibuprofen (motrin), citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), mirtazapine (remeron), venlafaxine (effexor), bupropion (wellbutrin), surgery (hysterectomy), alternative therapy (hormone therapy, removed 1 fibroid), surgery (lumbar diskectomy), surgery (lumbar diskectomy) and surgery (fibroids removed). Essure was removed on (B)(6) 2014. In 2013, the abdominal pain had resolved. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, uterine leiomyoma and abdominal pain lower had resolved, the uterine scar, anxiety and depression had not resolved and the allergy to metals, nerve injury, intervertebral disc degeneration, dysmenorrhoea, menstrual disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, intervertebral disc degeneration, menstrual disorder, nerve injury, pain in extremity, pelvic pain, uterine haemorrhage, uterine leiomyoma and uterine scar to be related to essure. The reporter commented: plaintiff was advised of any complications or problems that occurred at the time of her essure placement procedure, that the physician had trouble getting left coil in place. Plaintiff did claim that she was allergic to nickel or any other component of essure and claimed that her use of essure caused or aggravated any psychiatric and/or psychological conditions (depression/anxiety). She did not retain the essure or any portion of it and did not know the current location of her essure device. She was recommended or suggested by her physician that total hysterectomy with salpingectomy was necessary in 2014. Diagnostic results: she underwent ultrasound at about 3 months from procedure and told by her physician that everything looked good. Approximate weight at the time of essure placement was (B)(6) (unit unspecified). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jun-2018: events- "had trouble getting left coil in place, painful menstruation, abnormal menstrual period" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/ pain"), uterine haemorrhage ("constant uterine bleeding"), genital haemorrhage ("bleeding/ constant hemorrhaging"), back pain ("back pain") and pain in extremity ("leg pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2006, c-section in 2008, miscarriage, abortion, parity 2 (date of births: (B)(6) 2006, (B)(6) 2008) and multi gravida. Concomitant products included oral contraceptive nos and vicodin in 2004. In 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/ pain lower abdomen bilateral sides (pain)"). In 2012, the patient experienced back pain (seriousness criterion medically significant) and pain in extremity (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("growth of fibroids"), uterine scar ("excessive scar tissue in uterus"), allergy to metals ("allergic to nickel (hypersensitivity reaction to nickel)"), anxiety ("mental anguish and suffering/ anxiety"), depression ("depression"), nerve injury ("permanent nerve damage in lower back") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with ibuprofen (motrin), citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), mirtazapine (remeron), venlafaxine (effexor), bupropion (wellbutrin), surgery (hysterectomy), alternative therapy (hormone therapy, removed 1 fibroid), surgery (lumbar diskectomy), surgery (lumbar diskectomy) and surgery (fibroids removed). Essure was removed in (B)(6) 2013. In 2013, the abdominal pain had resolved. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, back pain, pain in extremity, uterine leiomyoma and abdominal pain lower had resolved, the uterine scar, anxiety and depression had not resolved and the allergy to metals, nerve injury and intervertebral disc degeneration outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, genital haemorrhage, intervertebral disc degeneration, nerve injury, pain in extremity, pelvic pain, uterine haemorrhage, uterine leiomyoma and uterine scar to be related to essure. The reporter commented: plaintiff was advised of any complications or problems that occurred at the time of her essure placement procedure, that the physician had trouble getting left coil in place. Plaintiff did claim that she was allergic to nickel or any other component of essure and claimed that her use of essure caused or aggravated any psychiatric and/or psychological conditions (depression/anxiety). She did not retain the essure or any portion of it and did not know the current location of her essure device. She was recommended or suggested by her physician that total hysterectomy with salpingectomy was necessary in 2014. Diagnostic results: she underwent ultrasound at about 3 months from procedure and told by her physician that everything looked good. (B)(6). Most recent follow-up information incorporated above includes: on 14-nov-2017: plaintiff fact sheet received. Reporter information, patient demographic and relevant history details updated, lawyer added, essure indication, start/stop date added. Event severe and permanent injuries was replaced with events severe and persistent pain/ pain, constant uterine bleeding, bleeding/ constant hemorrhaging, abdominal pain, growth of fibroids, excessive scar tissue in uterus, severe cramping/ lower abdomen bilateral sides (pain), allergic to nickel, mental anguish and suffering/ anxiety, depression, permanent nerve damage in lower back, degenerative disc disease, back pain and leg pain. Case became valid and category updated to incident. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.